Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: when firing the stapler, the device did not cut through the tissue and the anvil was stuck in the anastomosis. They had to redo the pouch and anastomosis. There was difficulty removing the device from the tissue and felt that it was still attached to the tissue. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension of the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was a delay in surgery time of over 30 minutes but there was no adverse event as a result of the delay. Reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).